Event description:
Per the clinic, the patient experienced a loss of device osseointegration. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on may 12, 2022.